Event description:
It was reported that the ventilator fell off the mobile cart during weekly patient's hoses change. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation performed by our filed service engineer (fse). According to the fse, the fastening screw was not tightened. Which cause the ventilator to fell off the cart. After tightening the screw, the device test and function check carried out successfully. The root cause for reported issue was due to use error. The UDI information is not available since the device was manufactured before 2015.